Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to gain information from the staff that "gas loss" refers to the iabp having to autofill while being used in rescue mode. The fse verified "gas gain" error in the fault logs, but was unable to reproduce the error, using a simulator and a test balloon. The iabp passed all manifold leak tests and five autofill tests, and the pressure regulator was able to exceed the minimum required pressure specification. The fse then performed functional and safety checks to meet factory specifications, and the iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) generated multiple "gas loss" errors and that there was a red alarm on the screen. However, the operator was able to perform autofill to correct issue, thus there was no patient harm or lapse in treatment.